Event description:
The patient used the suspect device to check their blood glucose and the result was 206 mg/dl. Pt was feeling symptoms of hypoglycemia and later repeated the test and received a reading of 136 mg/dl. Pt was taken to the hospital and their blood glucose was 40 mg/dl on a hospital meter. Pt was given food and some unknown pills and kept for observation. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.